Manufacturer narrative:
A qualified field service engineer evaluated the transducer based on the customer complaint. The field service engineer confirmed the fluid leakage. The customer's complaint was addressed by replacing the transducer. After replacing the transducer, all transducer and system functional tests passed, and no additional repair or analysis action was required. The transducer was disposed of with no further analysis required. The device has returned to service with no similar issues reported.

Event description:
It was reported that the intracavity 3d9-3v transducer was leaking fluid. The transducer was associated with the epiq 5w ultrasound system at the customer¿s site. The issue was discovered outside of clinical use, and no patient or user was harmed as a result of the issue. The philips field service engineer replaced the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
Information in the evaluation results code grid and conclusion code grid was inadvertently entered to depict user error for the investigation results. The grids have been updated to the correct investigation results.